Event description:
Difficulty obtaining end tidal co2 while attempting to place trach. CPR initiated, patient re-intubated with trach placement, stabilized and ventilated well. Chest x-ray showed a piece of suction device noted to be missing after intubation. Patient became hemodynamically unstable, CPR initiated, unable to ventilate through trach tube; it was exchanged with extra long trach tube for better ventilation. Patient transferred to cardiac intensive care. Additional information from medwatch: pt admitted for acute respiratory failure with acute respiratory acidosis. Pt was on mechanical vent. Very weak to wean off vent, so pt needed a tracheostomy and percutaneous endoscopic gastrostomy tube. Pt coded 3 times in operating room and was resuscitated then transferred to cicu. Pt coded 2 times and had 2 long codes. Could not be suscitated on 2nd code. Cause of death; cardiac arrest 2nd to stage IV sarcoidosis and hx of aspergilloma. Additional information per phone conversation with facility contact: during surgery large amount of mucus; tech was suctioning. Noted a piece was missing from device and x-ray determined a foreign body present in left lung lobe. Piece was not removed. No autopsy. No indications that device caused or contributed to patient death. Patient was very sick upon admittance to the hospital. Aesculap has requested return of device for evaluation; however, it may not be released.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.